Manufacturer narrative:
Philips service replaced the defective power supply (24, 12, 5v) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the power supply intermittently failed during use on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.